Event description:
The reporter contacted local factory service rep to inform him of an alleged device failure. This was reported to have been during a cardiac arrest. The pt was resuscitated with a backup device.